Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could conclusively identified. Based on the results of the investigation it is likely the following led to the malfunction, that " no image due to faulty ccd". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented no image. The issue was found during preparation for use/prior to sedation for a diagnostic cystoscopy stent placement. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.

Event description:
It was reported the subject device presented no image. The issue was found during preparation for use/prior to sedation for a diagnostic cystoscopy stent placement. The intended procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.